Manufacturer narrative:
Evaluation of the returned sak and cartridge did not indicate a product malfunction. The cycler will be evaluated upon return.

Manufacturer narrative:
Based on the evaluations performed to date on the cartridge, sak, and cycler, there is no evidence to suggest a malfunction or product deficiency was present or contributed to the death of the patient. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
During a routine hemodialysis treatment, the pt "went out" according to the caregiver. The center home therapy nurse was on the phone with the caregiver and instructed her to give a saline bolus. The center called 911. The emergency medical team arrived; however, the pt had expired. A cause of death was not established and the center reported it was unk if an autopsy was performed.